Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was presenting flat left ventricular (lv) channel electrogram (egm) readings even when the sensing was programmed on. Technical services (wts) as consulted and noted a spike in left ventricular automatic threshold and a drop of 300 ohms. The system was reprogrammed to extended bipolar configuration and the issue was resolved. Technical services (ts) recommended further evaluation. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was presenting flat left ventricular (lv) channel electrogram (egm) readings even when the sensing was programmed on. Technical services (wts) as consulted and noted a spike in left ventricular automatic threshold and a drop of 300 ohms. The system was reprogrammed to extended bipolar configuration and the issue was resolved. Technical services (ts) recommended further evaluation. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received and the lv lead was found to be pulled back. This crt-d system remains in service. No adverse patient effects were reported.